Manufacturer narrative:
The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed.

Event description:
It was reported that the patient with this right atrial (ra) lead experienced discomfort, pleuritic chest pain and effusion around the atrium. The chest x ray was unremarkable. Subsequently, this ra lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that the patient with this right atrial (ra) lead experienced discomfort, pleuritic chest pain and effusion around the atrium. The chest x ray was unremarkable. Subsequently, this ra lead was explanted and replaced. No additional adverse patient effects were reported.